Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) was removed and replaced. It was also noted the right ventricular (rv) lead was inactivated and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: a2dr01 ipg implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.